Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported that the event involved a female pt while in cardiology. An intra-aortic balloon (iab) was prepped, but not detected after connection to the intra-aortic balloon (iabp). Another iab was prepped with the same result. A third iab was prepped and not detected also. The system alarmed system error 8 during this event. At that time the md noticed that the iabp was the problem. As a result, the pt was unable to receive treatment with iabp therapy since this was the only iabp available. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy with no harm to the pt. The pt outcome is the pt is stable. The clinical sales rep checked the iabp and was able to confirm that a system error 8 occurred. Support was requested by a third party service organization.